Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line was not properly primed as the tubing was kinked. The technical service representative (tsr) assisted the home patient (hp) in cycling the hc¿s power in order to clear the alarm. Proper procedures were reviewed with patient. The tsr advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was kinked, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.